Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product was discarded.

Event description:
It was reported that in the last two months the insulin was leaking at the connector plate of the infusion set. According to the customer this issue mostly occurred at nights causing hyperglycemic episodes. The user and his mother didn¿t know how to manage the hyperglycemic episodes on their own. They went to a diabetes specialist for advice on the treatment. No serious outcome.